Event description:
It was reported that, during the ureteroscopy lithotripsy procedure resistance was encountered upon insertion of a polaris loop ureteral stent. The device became blocked upon reaching the ureter and could not be advanced further. The stent was removed and found to be deformed. The procedure was completed successfully with the same polaris loop ureteral stent. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a0406 captures the reportable event of stent deformed. Block h11: the returned polaris loop ureteral stent was analyzed, and during the inspection, it was found that the stent shaft buckled, which confirm the reported event. The analysis performed to the returned device; it is possible to conclude that this problem could be caused by operational factors. If the positioner is advanced with excess force over the guidewire the stent can get buckled/accordioned resulting in a difficulty or unable to advance the stent to the target site. Based on the analysis results regarding the observed stent deformed, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Manufacturer narrative:
Block h6: imdrf code a0406 captures the reportable event of stent deformed.

Event description:
It was reported that, during the ureteroscopy lithotripsy procedure resistance was encountered upon insertion of a polaris loop ureteral stent. The device became blocked upon reaching the ureter and could not be advanced further. The stent was removed and found to be deformed. The procedure was completed successfully with the same polaris loop ureteral stent. No patient complications were reported as a result of this event.